Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported through social media that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient did not report any symptoms, and the dexcom device alerted the patient that the cgm was reading 3.6 mmol/l, at this time no blood glucose reading was taken. The patient self-treated with drinking some cola, waited 15 minutes, and took some carbs. The patient reported that an unknown amount of time after that she suddenly regained consciousness while 2 paramedics were already present, and she was told she had a diabetic seizure. She was brought to the emergency department, but there was no information on treatment given here. She was told that when the doctor took a fingerstick, the cgm reading was 4.3 mmol/l, and the blood glucose reading was 2.2 mmol/l. There is no information about when the patient left the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2023-135729 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.